Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade ii, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel left breast implant and a 350cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade ii, bilateral lymphadenopathy, right sided rupture and right sided local reaction post procedure. An ultrasound was performed on (B)(6) 2021, indicating lymph nodes of borderline prominence in both axillary regions. The right implant presented with small fluid collection between the implant and the adjacent soft tissue. As a result, patient underwent bilateral removal and replacement with two 450cc mentor memory gel breast implant smooth round high profiles on (B)(6) 2021. This medwatch form is for the left breast prosthesis.